Event description:
It was reported by the patient's physician that the patient's device was a faulty generator that was at a low battery status. The patient was referred to the surgeon for an "urgent revision." Further information was received that the patient's generator was replaced due to the low battery status. The explanting facility historically does not return explanted products so product return is not expected. Should the product be received, analysis will be completed if possible. No additional relevant information has been received to date.

Event description:
Programming data was received and a review of the data showed that the device showed an ifi indicator while only at 25% battery consumption. This indicates that the generator most likely depleted prematurely.